Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported the surgeon was using the drill bit in question during a humeral surgical neck fracture case. The surgeon was drilling screw holes for distal locking with the drill bit, but encountered interference with the nail at the proximal hole. The surgeon corrected the direction of the drill bit by pushing the sleeve and finished drilling; the screw insertion was completed with a minor interference. This resulted in a two minute delay, no patient harm was reported. This report is for one unknown insertion handle. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown insertion handle. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.